Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization and hydrothermal ablation". The patient's medical history included: menorrhagia and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed on (B)(6) 2014, hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, perforation and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, the essure device in the right, is in good position with occlusion of the 2. Essure device in the left appears to be in good position. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter added, medically confirm case, history added. New event: endometrial ablation performed concomitantly with the essure micro-insert implantation nos added, lab data added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, perforation and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident, new event perforation added. Essure implant and removal date added, indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, perforation and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.